Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (56 mg/dl). Reportedly, the customer did not turn the carbohydrate feature on and delivered a bolus by units of insulin instead of by carbohydrates. In addition, customer stated they connected to the pump for insulin therapy while long acting insulin was still active in their body. Customer ate granola bars to bring bg levels back to target range.